Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.

Event description:
It was reported the patient's blood glucose level dropped to 37 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin. As treatment, the patient's mother gave 4 ounces of orange juice and a granola bar.